Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set fell off event during doing physical activities on date (B)(6) 2024. The infusion set was in use for 6 hours. Blood glucose level reported during event was 13 mmol/l. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.